Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. A call placed to technical services on 4/12/2013 states that this lead showed inside and out abrasion on flouroscopy and cineangiography. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).